Event description:
Event description guidant received information that this implantable high impedance lead exhibited high impedance (2820 ohms) and thresholds during a routine device changeout procedure. There have been no reports of high impedance prior to the changeout procedure. The physician elected to cap and abandon the rate/sense portion of this lead, and implanted a separate sensing lead without reported complication. No patient complications or therapy delivery issues have been repored.